Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged, the pump shut off unexpectedly, and an unexpected reset occurred. Additionally, it was reported that the battery gauge was fluctuating. It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.